Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor fractured while being used during a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned impaction head confirmed that it has fractured into two pieces. The fracture line extends medio-laterally on each side of the gripping hole from where the two small radii of curvature connect the horizontal and vertical walls of the hole (close to the slot orientation mark). The fracture extends down through the thickness of the pad towards the anterior edge of the cruciform base. The proximal surface that comes in contact with the femoral implant exhibits gouging and wear from use. All pieces were returned. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The device had a potential service life of over 3 years and had been used in an unknown number of surgeries. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue.